Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebx0757 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebx0757) have been reported from the same (B)(6) facility.

Event description:
It was reported that when they opened two PICC trays, the scalpel was allegedly exposed, not in its plastic sheath, and the scalpel had punctured the plastic tray. Package was still sterile, but this was a safety risk to the nursing staff and device was not used. This reported addresses device two.